Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and non calcified common carotid artery. After the indeflator was prepared, a 3.5mmx30mmx135cm sterling balloon catheter was advanced for dilatation. However, the inflation of the balloon could not be confirmed under fluoroscopy. The balloon was retracted and a balloon rupture was confirmed. The procedure was completed with another of the same device. There were no patient injuries reported.